Event description:
Customer reports many instances of leaking filters at the air vent on their extension sets over the last several weeks. The leaks have occurred both while priming under the hood in the pharmacy, and on the nicu while giving tpn, lipids, and fluids. The extension sets are being used with b braun primary tubing and devices. No patient harm has been reported, however it has caused delay in therapy as the entire set-up must be replaced.

Manufacturer narrative:
Conclusion: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a leak was confirmed. Visual inspection of the extension set noted no damages or any anomalies. Further visual inspection of the filter vent under a microscope observed no obvious damages or issues. Functional testing was performed and the fluid was noted to flow through the suspect extension set. It was also observed that fluid was leaking out from the set's filter vent. Pressure testing was performed and no leaking was observed. The root cause of the customer¿s report was due to a damaged filter vent membrane; however it is not known how the filter vent membrane got damaged.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Correction initial reporter address.